Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. The system pcba was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker further evaluated the replaced part at the product assessment center (pac) and was not able to verify the reported issue. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.